Event description:
Feedback suggests that an infusion of the chemotherapy cytotoxic drug, cytarabine intended to infuse over 24 hours of induction completed more than 2 hours later than the expected time. The customer reported that the reason for the underinfusion was due to the dilution volume of normal saline is 100-150 ml in excess than the documented amount for three consecutive days.

Manufacturer narrative:
The customer¿s report of underinfusion was confirmed. Physical inspection noted the device to be contaminated and dirty. Visual inspection identified that two of the six pumping mechanism support pillars (bezel bosses) were cracked. There were no other anomalies observed. Log analysis shows entries between (B)(6) 2019 and (B)(6) 2020 and the pump module event log contained entries between (B)(6) 2019 and (B)(6) 2020, therefore it is not possible to review the infusion parameters. Rate accuracy testing was performed and found the device to be within specification. The probable root cause of the customer¿s report was attributed to a failure of the bezel.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Feedback suggests that an infusion of the chemotherapy cytotoxic drug, cytarabine intended to infuse over 24 hours of induction completed more than 2 hours later than the expected time. The customer reported that the reason for the underinfusion was due to the dilution volume of normal saline is 100-150 ml in excess than the documented amount for three consecutive days.